Manufacturer narrative:
Felt uncomfortable, came loose in my sleep, somehow bit it apart.

Event description:
Felt uncomfortable, came loose in my sleep, somehow bit it apart.

Manufacturer narrative:
Felt uncomfortable, came loose in my sleep, somehow bit it apart.